Manufacturer narrative:
No product was returned for evaluation. One (1) photo was provided by the customer which was used to conduct the device analysis. The photo shows the label for cadd extension set product of part number 21-7106-24 and lot 4309422; no device or components are observed. The reported failure mode, leakage on filter, is not confirmed; and root cause cannot be determined. If the device is returned, this complaint will be reopened for investigation.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the extension set leaked from the filter. No patient injury reported.